Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation and was unable to communicate with or charge her ipg. The sjm representative confirmed the issue. The patient indicated she had not charged her ipg since approximately (B)(6) 2013. The patient is to consult with her physician regarding undergoing surgical intervention at a later date to address this issue.